Event description:
Patient admitted with respiratory failure, consulted for peripherally inserted central catheter (PICC) line placement. While preparing to place PICC line and during set up, attempted to flush 2.6fr dual line (dl) PICC line. Able to flush normal saline (ns) in red lumen, unable to flush ns through white lumen after 2 attempts. Line removed from table and new 2.6fr dl placed on sterile field with both red and white lumens flushing easily. Line then placed successfully.